Event description:
The patient contacted animas on (B)(6) 2013 reporting that they were in the emergency room with a blood glucose (bg) of 454mg/dl wit ketones, nausea and vomiting. The patient was treated with hydration for six hours then discharged. The patient reported that her bgs have been elevated (in the 200-300mg/dl range) for the last three weeks despite bolusing. The patient reports her physician took her off the pump and she is on injections only because they think her pump is not working properly. Customer support reviewed the pump and all settings were programmed as desired. Prime history shows the patient changing site every three days with appropriate amount of insulin. The total daily dose is adding up correctly. The reporter stated that the bolus history amounts are all given to completion and as desired per patient's mother. There were no recent alarms in pump history. This report is being made due to the alleged hyperglycemic event the patient experienced due to an alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history indicated the last bolus and basal delivery occurred on (B)(4) 2013. A review of the daily insulin delivery totals correctly reflected the user¿s programmed basal rates and showed the pump was delivering accurately. There were no alarms associated with the complaint in the history; only typical usage was observed. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The complaint could not be duplicated. Unrelated to the complaint, the pump history revealed the time and date reset to factory settings on (B)(4) 2013. The pump was opened and the internal battery was found to be leaking.